Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor (gold). Pump passed displacement test, self-test and unexpected restart error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump was monitored and tested with no off no power anomaly and no blank display noted. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratches on display window noted. The test reservoir does not stay locked in place noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power damage. Customer's blood glucose at time of incident was 60 mg/dl. Customer stated that this is the second occurrence of off no power without a low battery warning. Customer also stated that there is crack and pieces misses on the reservoir compartment area. Customer stated that the reservoir fell out of the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 553 mg/dl. The customer was treated for high blood glucose with pump. Customer also got low blood glucose of 60 mg/dl and patient was ended up eating. Customer declined troubleshooting for high and low blood glucose.